Event description:
It was initially reported that the patient had coupling/communication issues between their external recharger and the implantable neurostimulator (ins). Specifically, it was difficult to get any coupling bars or had to work very hard to get initial communication between the recharger and ins. The outer coating of the wires on the recharging antenna was found was reported to be split and the patient was issue a replacement. It was noted that this issue had been going on for the last few months and had gotten to the point where she got no coupling. It was also noted that the ins moved in the pocket and tilts since the patient had gained back 20 pounds. It was suspected that the ins may be flipped (not confirmed) but it was noted that she was able to communicate with the ins using her patient programmer. Follow up information reported that the lead 'makes contact then doesn't then suddenly does then does not.' The patient still had concerns with their device/therapy but had not sought further help. Further information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; recharger model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4); extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: na. (B)(4).